Event description:
Dr reports original implant subluxated causing pigment dispersion and elevated iop. She reports that the original implant chosen was the wrong power. This lens was removed on 11/3/94 and the correct power impolanted and all problems resolved.